Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated an inaccurate sensor reading that triggered a threshold suspend. The blood glucose was 400 mg/dl and sensor glucose was 100 mg/dl which is outside of the acceptable range. Low limit sensor reading value was 70 mg/dl. Troubleshooting was performed and found the insulin delivery was suspended. No harm requiring medical intervention was reported. The customer will continue use of the device and the device will not be returned.